Manufacturer narrative:
Customer has not yet returned the device to the MFR for eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that the device was in use for infusion of fluorouracil with home care user. According to the reporter the device completed the infusion 5 hours before end of infusion was expected. According to the reporter, the pt reported to hospital care for medical supervision after this event occurred. No permanent adverse effects reported.